Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a right knee revision arthroplasty due to pain approximately 20 years post implantation. The articular surface was replaced. No additional information is available

Event description:
No additional information reported.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
2300750000-2019-8010. Implant date: (B)(6). Customer has not indicated whether the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
A patient has been indicated for a knee revision arthroplasty twenty years (20) years post implantation to replace the polyethylene tibial articular surface due to unknown reasons. No additional information is available at this time.